Event description:
Clinical study. It was reported that 534 days after a coronary drug eluting stenting treatment procedure, the patient experienced a myocardial infarction (mi), and 2 days later experienced a cardiac arrest and expired. The target lesion was a 2.5mm, 80% stenosed, 22mm long portion of the om1. The physician treated the lesion with predilatation and placement of a 2.5x24mm taxus express2 study stent. A dissection was noted at the target lesion. Residual stenosis was 10% following post dilatation. A dissection was noted at the target lesion. The patient was discharged the next day on aspirin and plavix. At 534 days after the initial procedure, the patient was diagnosed with a non q-wave mi. Peak enzyme levels were noted below. Physician noted that the relationship of the mi to the taxus stent was unknown. The patient expired 2 days later with the cause of death as cardiac arrest. This was discovered at a 2 year follow-up. The physician noted that it was unknown if the target vessel or the taxus stent were involved with the patient death. No autopsy was performed.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.